Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During on-call troubleshooting on (B)(4) 2015, the radiologic technologist (rt) was walked through invalidating and re-validating "home" on the imaging system. After re-homing, the imaging system was moving in the correct direction. When gantry right was pressed, the gantry moved right. All positions functioned as they should. A medtronic representative went to the site to test the equipment. The imaging system failed the mechanical tests. X stage cover slightly bent. Unable to properly home system. The medtronic representative adjusted cover and re-homed system. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved. During software analysis and log review, in the logs it was seen: [event processor] image mirror vertical button pressed pendant manager 19 and ias info (B)(6) 2015 7:27:16 am [event processor] rotor rotate ccw button unpressed pendant manager 16; ias info 6/1/2015 7:27:17 am [event processor] rotor rotate cw button pressed pendant manager 16. So if the radiologic technologist (rt) was only watching the mobile view station (mvs) and it was mirrored, it would appear it was moving in the opposite direction." The software and logs review investigation determined that this is user initiated instance. Software is functioning as designed. Use error is suspected as being a factor. There were motion issues going on with the system and it was also found during the system checkout that there was a bent cover. After that was readjusted, the system was able to be properly re-homed and issue resolved.

Event description:
A radiologic technologist (rt) from the site reported that the imaging system's gantry/x-ray tube was moving in the opposite direction as expected (press right> gantry moves left). There was no patient present when this issue was identified.